Manufacturer narrative:
(B)(4). This complaint for a report of a system error 2240 was not confirmed. The root cause could not be determined. A follow-up MDR will be submitted if any additional information is received.

Manufacturer narrative:
(B)(4). Per the customer the sample was discarded and the lot number was unknown, therefore no evaluation or batch review could be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Additional investigation is being conducted through (B)(4). A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Event description:
The home patient (hp) contacted baxter's technical service center regarding a system error 2240 alarm which occurred on the homechoice during use while the hp was connected. The hp cycled the power on the machine and received a system error 2367 alarm. The hp would contact their nurse. Baxter product surveillance (bps) contacted the hp on (B)(6) 2011. She stated that her nurse instructed her to finish therapy with manual supplies that night. She did not notice anything wrong with her supplies or set up. There were no adverse effects reported in relation to this event, and therapy had been going well since. Bps contacted the peritoneal dialysis registered nurse (pd rn) on (B)(6) 2011. She stated that the hp did call her about the event and she went over proper set up procedure with the hp. She advised the hp to finish therapy utilizing manual supplies. The nurse stated the hp has had no further problems with therapy and has been completing it successfully since the incident. There was patient involvement but no patient injury or medical intervention was reported.